Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain on (B)(6) 2016. It was reported that the patient was getting a lot of body shocks especially from the waist up and arms which scares her. The shocking is sometimes in the front. All of a sudden the feeling went to her hands and arms and she felt tingling in her hand all the time and everything felt rough to the touch. She reported numbness that has become so bad that she can't hold a pen in her hand. The patient had tried turning stimulation down, but that didn't help. The patient still had shocking/tingling sensation when the stimulator was off. The patient had the stimulation turned on, on (B)(6) 2016 and it was okay for a while, but then she started noticing the issues and at the time of the report it was to the point where it had gradually gotten more intense and now she felt it all the time. She seemed to really notice it when she was sitting up or down, but at the time of the report it was constant no matter what position she was in. These were noted as sudden changes in therapy/symptoms; however, the event date was noted as in the last week or two. It was noted that the patient needed to get this figured out because she had other problems other than her back and was in a world of hurt. She stated that the other problems were not related to the stimulator, but may be being affected by the stimulator. She didn't think it affected her neck. When asked specifics, the patient stated that she had something done to her knees, but that was a separate issue not related to the stimulator and that she was told that the stimulator may help with her knees, but that she wasn't having problems with that.

Event description:
Additional information was received from the patient that reported that she was not using the stimulation therapy and that the device was off at the time that the additional information was received and that she had cervical and back surgery right after her last report in (B)(6) 2016. The patient was in process of recovery and she stated that she was going to continue to work with her health care provider regarding therapy and turning stimulation back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.